Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately low readings. On (B)(4) 2011 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2011 the patient obtained the fasting blood glucose reading of 102 mg/dl. The patient's expected reading is 100 mg/dl. The patient took his usual meals and medications afterwards. Five hours later, the patient passed out. Emergency services were contacted, and paramedics transported the patient to the emergency room. The patient was unable to provide any details about his blood glucose levels or treatment received in the emergency room. The patient claimed the physician informed him that the reported meter was reading low, and recommended the patient contact lifescan. The patient was unable to provide any possible reason for his hypoglycemic episode. The meter and test strips were replaced. The patient's blood glucose level just prior to and during the hypoglycemic episode, and the treatment he received, are unknown. The patient allegedly suffered symptoms suggesting severe hypoglycemia while using the reported meter and after obtaining a normal reading, and received emergency medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k001109.